Manufacturer narrative:
The ge service representative conducted an onsite investigation. The connectors were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the monitors on the system were black. No patient injury was reported.